Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed the infusion set and cartridge to address occlusions. Customer's blood glucose have been impacted (value not provided) and a1c increased. As the occlusions occurred in the past, tandem technical support was unable to determine a possible cause of blockage. Customer reverted to using another pump for insulin therapy.